Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm s3u valve implanted in the aortic position in a non-edwards valve for 2 years and 8 months, underwent a valve-in-valve-in-valve procedure due to stenosis. Transesophageal echocardiogram (tee) 2 days prior to intervention showed a stenotic 23mm s3u. Peak/mean gradient 64/36 mmhg. As reported, the patient presented with sob and a gradient of 100mmhg and was admitted for evaluation for viviv. The previous 23 sapien 3 ultra valve appeared to be under expanded and the decision was made to dilate and fracture the non-edwards valve with a 22 true balloon and evaluate the echo. After true balloon inflation, the s3 did not appear markedly expanded and the patient developed severe aortic insufficiency and flail leaflet. The decision was made to implant a 20 s3ur inside the 23 s3 to achieve full expansion and good leaflet excursion. This was done successfully and the patient was stable and recovering with no complications.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve stenosis, valve central regurgitation, and valve leaflet tear were confirmed through medical records. A review of lot history, and DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''patient presents with severe prosthetic aortic stenosis. Under general anesthesia, patient underwent bav with a 22mm non-ew balloon resulting in less than full expansion of the pre-existing tavr valve and now with severe aortic insufficiency and flail leaflet.'' For the complaint of valve stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, patient had diabetes, which is well-known factor that may increase the risk of valve calcification or stenosis. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. For the complaint of valve leaflet tear, in this case, the presence of a flail leaflet was noted after post-dilation. It is possible that excessive manipulation occurred during the post-dilation procedure, resulting in the tear of the valve leaflet, as reported. As such, available information suggests that procedural factors (post-dilation, excessive manipulation) may have contributed to the complaint event. For the complaint of valve central regurgitation, the leaflet tear, likely caused by post-dilation, resulted in central regurgitation, as observed after the dilation procedure. As such, available information suggests that procedural factors (post-dilation, leaflet tear) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.